Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2003; 4196-88 lead, implanted: (B)(6) 2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had increased and high thresholds after the patient fell resulting in rib fracture. The rv lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.